Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump had motor issues. The plunger would not move during filling and they received a no delivery alarm. Blood glucose value is unknown. It was also reported that the insulin pump had a big crack. Location of the damage is unknown. The insulin pump was not bumped or dropped. The customer would revert to old insulin pump as a back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device received with critical pump error due to moisture damage on electronic assemblies. Unable to perform displacement test, rewind test, prime test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to critical pump errors. Device received with corroded force sensor assembly and moisture damage on motor assembly. Unable to verify no delivery or occlusion alarms, insulin flow blocked alarms, pump error alarms and drive or motor anomalies due to critical pump error. Device received with cracked battery tube area.